Event description:
Boston scientific received information that a patient in the simple study received an inappropriate shock. No additional adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.